Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise oversensing which led to unnecessary shock therapy delivery. Subsequently, the rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.